Event description:
It was reported the device did not recognize the syringe. No patient injury was reported.

Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had both tamper seals broken, non-OEM (original equipment manufacturer) top case identified. Non-OEM battery identified. Cracked right plunger case and cracked bottom case in battery bay. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced the plunger board. The cause of the reported problem was traced to customer damage of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., correction: catalog number: 3500-0600-01.d4: correction: model number: 3500

Manufacturer narrative:
Additional information received by smiths medical/ICU on 16-may-2022 via email and attached to complaint object: not in use on a patient, no further details available.